Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in tubing/chamber. Patient also alleged eyes swollen. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received additional information that the patient alleged visualization of particles.in this report section b3 is updated .